Manufacturer narrative:
A field service engineer (fse) went on-site, replaced a tubing which was leaking and disinfected the area. Instrument is operational. The root cause is attributed to the tubing leak.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the coulter lh750 slidemaker was leaking blood onto the slidemaker tray. There was no death, injury or exposure to open wounds or mucous membranes and no one sought medical attention.